Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4th march 2024, it was reported by a sales rep. Via email that for an ar-12990, (knee scorpion¿), the needle broke in the scorpion as it was being fired to pass the suture. This was detected during use in a meniscal root repair procedure on (B)(6) 2024 and the procedure was completed successfully. This needle was removed and a new needle was placed into the device, but this needle subsequently broke as well. 6th march 2024 - the sales rep. Replied that the procedure was completed successfully as a new scorpion was opened from another set and this scorpion did not break the needle. The defect with the device was that it appeared to have a tightness in the shaft where the needle passed. This friction created led to the needle breaking. The needle snapped and was then dislodged into the knee, as it was around 2-2.5cm long it was easily recovered.

Manufacturer narrative:
Based on the photo provided, arthrex was able to conclude a most likely cause. Visual evaluation confirms the tip of the needle is broken. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle.